Event description:
On (B) (6) 2009, the pt reported that the display screen of his insulin infusion device is "on an angle." He said all the words and numbers are on a slant. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.